Manufacturer narrative:
Narrative: the manufacturer inspected the device and confirmed that the iolmaster 700, including wtw measurements, was operating within manufacturer specifications. An evaluation of the daily calibration checks and the log files did not find abnormalities and confirmed that the device was operating within specifications. Information regarding the measured values from the pentacam, were not provided by the customer. The pentacam (an ultrasound biomicroscope) measures the sulcus to sulcus distance while the iolmaster 700 measures the diameter of the iris (i.e. Wtw measurement).

Event description:
The health care professional (hcp) reported the following: the post surgical outcome for an eye cataract surgery with an intraocular chamber lens (icl iol) was increased eye pressure. The iolmaster 700 was used for the original biometry measurements and iol calculations. The hcp determined that the increased pressure was due to the size of the icl iol and made a decision to exchange the lens with a different size icl iol. No data about the lenses used was provided. The hcp reported that the patient's pre-op white-to-white measurement (wtw) from the iolmaster 700 differed from multiple follow-up measurements performed with iolmaster 700 and ultrasonic biomicroscope (ubm) measurement.